Event description:
An unspecified number of these catheters kinked at the midpoint during cardiology procedures. There were no reported injuries to the pts involved. The possibility exists that there may be an incompatibility between the sheaths and the guiding catheters.